Event description:
As a sinus surgical procedure was completed, the surgeon noted one blade of the nasal scissors was missing. The part could not be located. The pt was sent for x-rays and then released. While at home the missing blade was coughed up by the pt. X-rays confirmed the foreign body was lodged in the bronchial area. The user facility has not reported any specific injury or other problems for the pt following the incident.